Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ perforation- fallopian tubes/essure coils present in proximal fallopian tubes'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ pregnancy - stillbirth/miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ miscarriage') in a 31-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included rash, acute urticaria, low back pain, sleep apnea, migraine, wisdom teeth removal, contusion, photosensitivity reaction nos, osteoarthritis, cyst breast, hirsutism, acne, candidal intertrigo, benign neoplasm of skin, paratubal cyst and uterine inflammation. Concurrent conditions included fibromyalgia, scoliosis, elbow sprain, wrist sprain, knee operation, depressed mood, allergic rhinitis, hypersomnia, hypertension, candidal intertrigo, chronic cervicitis, benign fallopian tube neoplasm, keratosis and dermatitis. Family history included chronic pain, cancer (mother, father), diabetes, heart disease, unspecified, hyperlipidemia and stroke. Concomitant products included cyclobenzaprine for muscle spasms, promethazine for nausea and vomiting as well as bupropion, clotrimazole, cyanocobalamin, fluticasone propionate, ibuprofen, melatonin, meloxicam, nystatin, oxycodone, paracetamol (acetaminophen), spironolactone, sumatriptan succinate (imitrex df) and topiramate. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), dermatitis allergic ("allergic rash"), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), depression ("depression/ psych injury"), migraine ("migraines / headaches/ migraine"), alopecia ("hair loss/ hair loss"), arthralgia ("joint pain") and rosacea ("rash - rosacea on face") and was found to have weight increased ("weight gain/ weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), back pain ("back pain") and headache ("headaches"). The patient was treated with lisinopril, loratadine (lortab) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dyspareunia, dermatitis allergic, mood swings, depression, weight increased, alopecia and headache outcome was unknown, the abdominal pain, menorrhagia, vaginal haemorrhage and rosacea had resolved and the back pain, migraine and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, depression, dermatitis allergic, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rosacea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had another pregnancy episode in 2013 which is captured under case number- (B)(4). Plaintiff received treatment for dyspareunia (painful sexual intercourse) pain, pelvic pain, abdominal pain, psych injury, perforation- fallopian tubes, hair loss, migraine, headaches, weight gain, hormonal changes discrepancy noted in removal dates: (B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Pregnancy test - on (B)(6) 2008: negative; on (B)(6) 2016: negative. Spinal x-ray - on an unknown date: minimal disc space narrowing at l1-l2 and l2-l3. Essure tubal occlusion device noted in pelvis.. Ultrasound pelvis - on an unknown date: essure tubal occlusion device. Concerning the injuries reported in this case the following events were confirmed via patients medical record back pain, migraine, headache,menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in a 31-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". Concomitant products included sumatriptan succinate (imitrex df). In 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), rash ("rashes or skin conditions type: rash"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), migraine ("migraines / headaches"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal haemorrhage, rash, mood swings, depression, migraine, weight increased, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, depression, dyspareunia, fallopian tube perforation, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had another pregnancy episode in 2013 which is captured under case number- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ perforation- fallopian tubes/essure coils present in proximal fallopian tubes'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ pregnancy - stillbirth/miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ miscarriage') in a 31-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included rash, acute urticaria, low back pain, sleep apnea, migraine, wisdom teeth removal, contusion, photosensitivity reaction nos, osteoarthritis, cyst breast, hirsutism, acne, candidal intertrigo, benign neoplasm of skin, paratubal cyst and uterine inflammation. Concurrent conditions included fibromyalgia, scoliosis, elbow sprain, wrist sprain, knee operation, depressed mood, allergic rhinitis, hypersomnia, hypertension, candidal intertrigo, chronic cervicitis, benign fallopian tube neoplasm, keratosis and dermatitis. Family history included chronic pain, cancer (mother, father), diabetes, heart disease, unspecified, hyperlipidemia and stroke. Concomitant products included cyclobenzaprine for muscle spasms, promethazine for nausea and vomiting as well as bupropion, clotrimazole, cyanocobalamin, fluticasone propionate, ibuprofen, melatonin, meloxicam, nystatin, oxycodone, paracetamol (acetaminophen), spironolactone, sumatriptan succinate (imitrex df) and topiramate. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), dermatitis allergic ("allergic rash"), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), depression ("depression/ psych injury"), migraine ("migraines / headaches/ migraine"), alopecia ("hair loss/ hair loss"), arthralgia ("joint pain") and rosacea ("rash - rosacea on face") and was found to have weight increased ("weight gain/ weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), back pain ("back pain") and headache ("headaches"). The patient was treated with lisinopril, loratadine (lortab) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dyspareunia, dermatitis allergic, mood swings, depression, weight increased, alopecia and headache outcome was unknown, the abdominal pain, menorrhagia, vaginal haemorrhage and rosacea had resolved and the back pain, migraine and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, depression, dermatitis allergic, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rosacea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had another pregnancy episode in 2013 which is captured under case number- 2019-147402. Plaintiff received treatment for dyspareunia (painful sexual intercourse) pain, pelvic pain, abdominal pain, psych injury, perforation- fallopian tubes, hair loss, migraine, headaches, weight gain, hormonal changes discrepancy noted in removal dates: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Pregnancy test - on (B)(6) 2008: negative; on (B)(6) 2016: negative. Spinal x-ray - on an unknown date: minimal disc space narrowing at l1-l2 and l2-l3. Essure tubal occlusion device noted in pelvis.. Ultrasound pelvis - on an unknown date: essure tubal occlusion device. Concerning the injuries reported in this case the following events were confirmed via patients medical record back pain, migraine, headache,menorrhagia, pelvic pain, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: new event - rash - rosacea on face was added. Outcome of events - rosacea, abdomen pain, abnormal bleeding were added as recovered/resolved and migraines, joint pain, back pain were updated as recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ perforation- fallopian tubes'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ pregnancy - stillbirth/miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ miscarriage') in a 31-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". Concomitant products included sumatriptan succinate (imitrex df). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain/ abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), dermatitis allergic ("allergic rash"), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), depression ("depression/ psych injury"), migraine ("migraines / headaches/ migraine"), alopecia ("hair loss/ hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain/ weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), back pain ("back pain") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal haemorrhage, dermatitis allergic, mood swings, depression, migraine, weight increased, alopecia, arthralgia and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, depression, dermatitis allergic, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had another pregnancy episode in 2013 which is captured under case number- (B)(4). Plaintiff received treatment for dyspareunia (painful sexual intercourse) pain, pelvic pain, abdominal pain, psych injury, perforation- fallopian tubes, hair loss, migraine, headaches, weight gain, hormonal changes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events pelvic pain and headaches were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in a (B)(6) female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included sumatriptan succinate (imitrex df). In 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), depression ("depression,"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), arthralgia ("joint pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, mood swings, depression, menorrhagia, vaginal haemorrhage, rash, migraine, dyspareunia, weight increased, alopecia, arthralgia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, depression, dyspareunia, fallopian tube perforation, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient experienced another pregnancy episode in 2013 which is captured under case number- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, device ineffective, arthralgia, abdominal pain, back pain, device monitoring procedure not performed, mood swings, depression, abnormal bleeding (vaginal,menorrhagia), rash, migraines, dyspareunia, weight gain, hair loss. Aka name added, reporter added, lot number added, patient demographic added, product indication updated. Events onset date, events severity, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.